Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittent continuity. It was taking longer and longer to burn through vessels so the hospital cleaned the tips and tried again, when that didn't work they upped the setting from 3 to 4, and changed the cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. The heater wire was observed to the slightly flexed away at the center, but remained attached at the base and tip of the jaw. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU cv000003367). The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (5) repetitions using "max life test method " . The device activated and transected tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the investigation, the complaint for the reported failure mode "failure to cut" and "intermittent continuity" was not confirmed but was confirmed for the analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittent continuity. It was taking longer and longer to burn through vessels so the hospital cleaned the tips and tried again, when that didn't work they upped the setting from 3 to 4, and changed the cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise number # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. The heater wire was observed to the slightly flexed away at the center, but remained attached at the base and tip of the jaw. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU cv000003367). The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (5) repetitions using "max life test method " . The device activated and transected tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the investigation, the complaint for the reported failure mode "failure to cut" was not confirmed but was confirmed for the analyzed failure "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittent continuity. It was taking longer and longer to burn through vessels so the hospital cleaned the tips and tried again, when that didn't work they upped the setting from 3 to 4, and changed the cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.